Event description:
It was reported to medtronic minimed that the customer reported pump crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sc1-cap locked in place properly during testing. Upon battery installation, unit alarmed critical pump error (open book image). Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, corrosion was found on electronic assembly, including lcd flex connector between pcb1 and pcb2. It was determined that corrosion on electronic assembly led to constant critical pump error (open book image). The following cosmetic damages were noted: cracked case (battery tube), scratched case, and pillowing keypad overlay. In conclusion, customer¿s alleged cracked case battery compartment was confirmed when cracked case (battery tube) was noted. Additionally, critical pump error alarm (open book image) was confirmed. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by corrosion on electronic assembly. Isolate to electronic assembly. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.